Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's visit, the pacemaker exhibited missing diagnostics due to invalid values. No further intervention or patient symptoms were reported.